Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet occluder was successfully implanted using a amplatzer steerable delivery sheath. Reportedly, 3 hours after implant the patient presented with cardiac tamponade. The decision was made to send the patient for an emergent pericardiocentesis. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of cardiac tamponade requiring emergent pericardiocentesis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on 06 september 2022, a 22mm amplatzer amulet occluder was successfully implanted using a amplatzer steerable delivery sheath. Reportedly, 3 hours after implant the patient presented with cardiac tamponade. The decision was made to send the patient for an emergent pericardiocentesis. The patient was stable at the time of report. Subsequent to the previously filed report. Additional information was received that the cardiac tamponade had been confirmed via a transesophageal echocardiogram. The patient had been administered heparin and had a noted activated clotting time greater than 250 seconds. The 22mm amplatzer amulet occluder was never completely retracted into the delivery system during procedure. However, there were two noted partial recaptures of the occluder due to the lobe of the occluder not being aligned with the neck of the left atrial appendage. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. The patient was noted as having a aneurysmal interatrial septum. This event did result in prolonged hospitalization for the patient. The patient was stable and discharged at the time of report. The cause of the pericardial effusion is believed to be from a difficult trans-septal puncture and the patient's interatrial septal aneurysm.